Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue and no adverse impact on the customer¿s blood glucose level. The malfunction displayed an unresettable code, and the customer was informed that a pump replacement would be provided by technical support. Despite the pump being out of warranty, the caller declined interest in obtaining an out-of-warranty loaner pump and requested a sales contact before ending the call.